Manufacturer narrative:
(B)(4) - incision sutured. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. Lens tore during insertion into the pt's eye. Lens was cut in half to remove from eye. Incision was not enlarged, one suture was used to close the wound. Another same model and size lens was implanted.